Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not reveal any defects with the device. The device was gravity tested and the fluid flowed correctly through the set. The reported condition could not be verified. The lot number is not known; therefore, a batch review could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing below the drip chamber of a vented paclitaxel set was crooked. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.